Event description:
A report was received that the patient is not receiving stimulation since a car accident. The patient will undergo a revision procedure. The type of revision is unknown at this time.